Event description:
Guidewire developed knot when inserted and had difficulty removing guidewire removing. Guidewire removed by physician.

Manufacturer narrative:
The complaint that the guidewire was damaged was confirmed, but the exact cause is unk. The returned guidewire was unraveling and elongated to an overall length of 24.8 inches. The central core wire was broken approx 0.3 inches from the weld tip and could be seen protruding from the coil wire. Microscopic examination (10-40x) revealed that the weld tip was intact. The distal end of the wire was knotted around itself and a piece of tissue was seen on the end of the wire. The coil wire contained multiple kinked areas. The guidewire can become elongated if it is stretched beyond its tensile limits, this can occur if the guidewire is retracted or manipulated through the introducer needle and becomes stuck either on the needle bevel or on tissue that is lodged between the needle and the wire. The exact cause of the knot in the guidewire is unk. Gross visual and microscopic examination, as well as functional testing revealed no evidence of defect or deformity related to the mfg process. A chr of lot #rete0554 showed no other similar product complaints from this lot number.